Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional, with caller indicating that issue had occurred about one month before report. There was no reported impact to the customer¿s blood glucose level. Caller used multiple daily injections as backup therapy, had been using third-party wall adapter, and received information about proper use, and technical support arranged replacement charging supplies with two-day shipping, after which caller expressed satisfaction.